Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the device failed to prime. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that product was visually inspected, and no abnormalities were observed. The product was then connected to aic and then de-aired. After de-air, the pump was connected to purge cassette and fluid was observed exiting the impeller purge gap. The root cause of the purge issue was use related. This report is being filed as part of a retrospective review of historical records.